Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 8 months following the implant of this transcatheter bioprosthetic aortic valve structural valve deterioration noted as predominant aortic stenosis (as) with severe hemodynamic valve deterioration specified to an increase in the mean gradient >=20 millimeters of mercury (mm hg) from baseline and a mean gradient >=30 mmhg. Patient symptoms and treatment were not reported. Further evaluation for a potential valve revision was to occur.